Event description:
End user advised has a hip injury not due to our product and when she wipes herself she rolls on one side and then the seat and lid slide to the side and hits the metal bar and comes off on a unknown commode.